Manufacturer narrative:
(B)(4). G3 date received by mfg -corrected date should be 7/10/2025 to match with the invs in progress date on (B)(4).

Event description:
It was reported that an applicator deployment issue occurred. The sensor was inserted into the arm on (B)(6) 2025. The applicator was provided for investigation. An external visual inspection was performed and failed due to broken needle. The wearable was also provided for investigation. An external visual inspection was performed and had major damage due to gooseneck. The allegation of applicator deployment was confirmed. The probable cause could not be determined. Additionally, a goosenecking was found in connection to the reported allegation. No injury or medical intervention was reported.

Event description:
It was reported that applicator deployment occurred. The sensor was inserted into the arm on (B)(6) 2025. Product was provided for investigation. An external visual inspection was performed, and no damage was found. Applicator deployment was not found within the investigation window. The allegation was not confirmed. However, a broken needle was found in connection to the reported allegation. The probable cause of the broken or detached needle or cannula was determined to be probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).